Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened, and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. This ICD was returned for investigation and replaced with a new device. No adverse patient effects were reported.